Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not forming correctly and were crossing. The event did not change the original intent of the procedure. There was no patient consequence.